Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; full lead was returned for analysis. Helix was distorted, and blood found in distal conductor and helix. The helix would not extend due to the distorted coil in the connector caused from overturning.

Event description:
It was reported that during the implant procedure, the helix would not extend or retract properly after repositioning. The lead was withdrawn and replaced. No patient complications have been reported as a result of this event.